Event description:
Additional information received. The issue was discovered during testing. No patient involvement.

Manufacturer narrative:
Other text: b5, g5, d10. Device available for evaluation; h3. Device evaluated by manufacturer and h6. Health effects, and evaluation codes: updated. One device was received. Visual inspection noted a cracked tank cover, faded line cord, and outdated printed circuit board (pcb) and power switch. Functional testing confirmed the complaint as the device leaked water from the cracked corners of the tank cover. The root cause was due to user interface from overtightening the tank cover screws and/or dropping the device. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.

Event description:
Information was received indicating that a smiths medical level 1 hotline low flow system was leaking fluid. There was no reported adverse event.